Manufacturer narrative:
The device was not returned. As the part and lot number were not provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed.

Event description:
According to the available information there has been 2 incident reports of the foley catheter falling out after aquablation surgeries due to the balloon not staying inflated.